Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the procedure femurs were broken and a femoral recon nail system was used. The surgeon was plotting the implant down, hitting down the impactor and the impactor broke off inside the aiming arm. Second set of aiming arm was used just to finish and on the right side it happened again. This time back up system was used, so there are 2 broken aiming arms. It caused significant delay in the case. The first item that broke was the driving cap and the next item was the impactor, insertion handle. The lot number has been scratch off the knife and couldn't read it for now and the other insertion handle is different from the first one. The second piece on the right side that broke is insertion handle. Procedure was delayed for an unknown time. This report is for one (1) radiolucent insertion handle frn. This is report 2 of 6 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 03.033.001, lot number: 63p9260, manufacturing site: haegendorf, release to warehouse date: august 28, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following investigation is based on the image(s). The image(s) was reviewed, and the complaint condition could not be confirmed as the relevant portion was not captured in the returned images. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Visual inspection: the radiolucent insertion handle frn (p/n: 03.033.001, lot # 63p9260) was received and received at us customer quality (cq). Upon visual inspection, the broken tip of the mating driving cap was retained in the threaded portion of the insertion handle but could be fully removed. The device shows only light surface wear consistent with use and which would not impact the functionality. Device failure/defect identified? No, the received condition does not agree with the complaint description and is not confirmed as no fractures/breaks were observed on the returned device. The mating device was noted to be broken but will be investigated. Conclusion: the complaint condition is un-confirmed as no damage were observed on the radiolucent insertion handle frn (p/n: 03.033.001, lot # 63p9260). There is no indication that a design or manufacturing issue were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.